Event description:
It was reported that the drill is heating up during testing. There was no patient harm, adverse consequences, medical intervention, or procedural delay.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the drill is heating up during testing. There was no patient harm, adverse consequences, medical intervention, or procedural delay.